Event description:
On (B)(6)2010, pt contacted the office. Pt noticed painful nodules on right nlf - don't know when they started. Pt was injected with hyaluronidase on (B)(6)2010.

Event description:
The user received discrepant hcg results for one patient sample. The original result was 143.1 miu/ml. The doctor called to request the sample be rerun. The repeat result was 7818 miu/ml. A (B) (6) hospital ran the same sample and received a result of 8000 miu/ml. The patient was not treated based on the original result because the patient was in the ER and the doctor suspected pregnancy. The hcg reagent lot number was 15548403 the user refused a service visit because they believed the issue to be sample related.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Data provided indicates calibration signals of calibrator two were lower than expected. Quality controls were within range. A reagent issue appears unlikely. No assay performance data or instrument maintenance information was available for further investigation. No conclusion regarding instrument performance is possible. Based upon the information provided, it was determined the low results were most likely caused by a pre-analytic issue. The user believes the issue may have been due to a short sample. The user poured the sample into a cup. This is not recommended and could cause foam or bubbles on samples, which in turn could cause low results.